Event description:
Recent interrogation of pacemaker noted, lead was fractured, cardiac cath for lead extraction using laser-assisted system. Brief episode of hypotension, no evidence of pericardial effusion, well functioning right and left ventricles noted. Following another episode of hypotension, an emergent CT done, revealed right hemothorax with svc injury, taken to o.r., exploration revealed bleeding from svc tear. Expired in the o.r.